Manufacturer narrative:
Correction: g2: field should reflect intervention needed.

Event description:
New information received notes that the device was unable to be implanted and this was alleged on the device.

Event description:
It was reported that during the implant process, the pacemaker used was found to have gone into back-up vvi mode and was found to have lost radio frequency telemetry. Examination confirmed a loss of pacing output and resulted in asystole. The device was removed and replaced. No further adverse patient consequences were reported.

Manufacturer narrative:
The reported event of device in backup mode, which resulted in no lv output and no rf telemetry was confirmed. The device was received in backup mode with battery voltage still at normal range of operation. The device image analysis indicates a power reset event (por) has occurred in the field, triggered by undetermined sources that turned the device into backup mode. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed including rf telemetry communication and output verification did not identify any functional issues. The reset condition could not be reproduced.